Event description:
The MFR received info alleging a device failed a performance verification test step during service at a third party service center. The device was not in pt use.

Manufacturer narrative:
The device was evaluated at MFR's service center, the customer complaint was confirmed. The device's sensor board was replaced to address the issue.